Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console not properly communicating with a centrimag monitor was not confirmed. The returned centrimag console (serial number (B)(6)) was functionally tested at the service depot and performed as intended, and the console was able to communicate with a test monitor throughout all testing. The log file that was extracted from the returned console did not capture any atypical events. The serviced and tested console was returned to the rental pool after passing all tests per procedure, and the root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation the primary UDI number in d4 is reflective of all available information. Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the console was turned on and booted up correctly on the console, but the monitor would not turn on as expected. No alerts or alarms were noted. When the backup console was turned on, both consoles information displayed as expected on the monitor. When only the backup console was turned on, the monitor turned on as expected. Cords were exchanged to confirm the cords were not the issue. Other consoles tested with the monitor booted up as expected. The console was removed from service.